Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient received her scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that the patient complained of headaches while the stimulation was turned on. She stated that she turned off her stimulation and the headaches improved; however, the headaches returned when stimulation was turned back on. The patient is scheduled to meet with her physician to address this issue. No further information is available at this time.